Event description:
A malfunction alarm, identified as malf 9, was reported without any notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, which successfully resolved the issue and allowed the customer to continue using the device without recurrence of the malfunction code. The customer was advised to contact support again if the issue reoccurred, which they acknowledged and understood.